Manufacturer narrative:
A follow up report wil be submitted upon completion of the investigation. Patient information has been requested.

Event description:
The customer reported multiple ¿occlusion: safety valve open alarm¿ error codes. The unit was in clinical use at the time the issue was discovered and there was no patient or user harm.

Manufacturer narrative:
No patient details have been provided.